Event description:
The pandora results were presented at charing cross by prof. (B)(6). The following adverse events were reported: endoleaks, vessel occlusion, limb occlusion, groin infection, bowel ischemia, pseudoaneurysm, stroke, and death. Designed to evaluate the long-term clinical performance of the endurant stent graft in an all-comer patient population, pandora (prospective evaluation of the endurant endoprosthesis for the treatment of abdominal aortic aneurysms) prospectively enrolled 277 consecutive aaa patients, with no exclusion criteria, from (B)(6) 2007 to (B)(6) 2010. Baseline characteristics included short (10mm to less than 15mm) neck lengths (49%), symptomatic aneurysms (7%) and ruptured aneurysms (2%). Follow-up compliance approached 99 percent, with four patients lost to follow-up; 273 patients were included in the analysis. Despite the complexity of the patients enrolled, pandora met its primary endpoint, with a 9.5 percent aaa-related reintervention rate during follow-up (median 42.1 months). (B)(4) estimates demonstrated 87 percent freedom from secondary intervention at five years. On the secondary endpoints, the results were equally compelling, with no (0%) proximal migration of the stent graft, a 2 percent rate of type I/iii endoleaks, and one aaa-related death (0.3%).

Manufacturer narrative:
(B)(4). Actual date of death is unknown. Conclusions: (pre-operative rupture).